Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k) no:k062858, k082644. 1. Record review: 1.1 about returned product. · since no actual sample was returned, detailed investigation could not be performed. 1.2 the manufacturing record and the shipping inspection record of the actual product. · no anomaly was found. 1.3 past complaint file of the product with the involved product code/lot number. · no other similar report was found. 2. Past simulation test: assuming that some sharp object (e.g. A scalpel, a suture needle) came into contact with the sheath during operations such as incising the skin or fixing the sheath, and the durability of the sheath decreased, the following simulation test was performed in the past. [Test method] · a sample with a scratched sheath (sample a) and a sample with no scratches on the sheath (sample b) were prepared with a length of approximately 40mm, and pulling force was applied to them while holding both ends. At that time, it was confirmed whether or not it fractured, and the maximum load at that time was measured for each sample. [Test result] · sample a: it was elongated approximately 10mm and was fractured without elongating the entire sheath. · sample b: the entire sheath was elongated, and it was not fractured in this test. · from the result of maximum load measurement, it was confirmed that the durability of "sample a" against pulling force decreased. 3. Cause of occurrence/conclusion: from our past knowledge, it was inferred that since the actual sheath tube came into contact with some sharp object (e.g. A scalpel, a suture needle), it was scratched and the durability decreased. Then, when it was removed, pulling force was applied, which caused it to fracture starting from the scratch. However, since the actual sample could not be investigated, the cause of occurrence could not be clarified. Directions for use (cautions) when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the introducer kit was used for coronary angiography/percutaneous coronary intervention (pci). During introduction of the device on the guide, it frayed and fractured. A part of it remained inside the right radial artery. Device has been removed percutaneously on (B)(6) 2023. The device was removed percutaneously the following day using a snare through radial access. There was no harm on the patient reported. However, medical and surgical procedures were performed to remove the fractured piece of sheath. The procedure outcome was not reported.